Event description:
The reporter states, the customer obtained back to back results of 500 abd 60 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.